Event description:
It was reported that during a system explant due to unrelated issues, the super vena cava was damaged during atrial lead removal. The patient required an emergency open heart surgery. The patient was stable post procedure.